Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The spark observed during the procedure may be due to the close proximity of the jaws and the metallic retractors. The instructions for use (IFU) warns, "do not activate the device when it is in contact with, or in close proximity to, other metal instruments or objects..." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products. Additional information was requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Pelvi-glossectomy - "after 4 hours using the device, it has been changed with a competitor device because the jaws became dirty as soon as use and were sticking too much on tissue (tongue) despite regular cleanings with physiologic serum- moreover, the nurse told me that the decision from the surgeon to change the device and go back to the competition occurred after a spark between the jaws and the metallic retractors that were used to expose the surgical site. Process maker: (B)(4)." Patient status unknown.